Event description:
It was reported that the radio frequency head did not work. The head was returned for service. There was no indication of patient involvement with this event.

Event description:
It was reported that the radio frequency head did not work. The head was returned for service. There was no indication of patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head uplink amplitude tests were out of specification; rf head cable found out of electrical specification. Rubber backing on rf head label is missing.